Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that the twinfix ti 5.0 anchor broke during the procedure. The anchor was completely removed from the patient by extraction tool. No additional bone holes were required and delay was less than 30 minutes. No patient impact and the bone quality was described as average.

Manufacturer narrative:
Device investigation narrative - one 5.0 twinfix ti assembly was returned for evaluation. Only the inserter and anchor were returned for examination. Visual assessment of the inserter shows no abnormalities. Examination of the anchor shows the hex portion has been broken off. The condition of the anchor is consistent with improper site preparation. Site prep was requested and it was reported that a tap was used. Per the device IFU under precautions ¿breakage of suture anchor can occur if predrilling is not performed prior to implantation¿. Further investigation is not warranted at this time. (B)(4).